Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to approximately 400-500 mg/dl. An insulin injection was administered and the bg level had been lowered. The customer declined tandem technical support's offer to perform a system check to determine a possible cause of the current occlusion and had changed the supplies on the pump.